Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro device is filed under a separate medwatch report.

Event description:
It was reported that during an intervention, a 3.5 x 48 mm xience pro stent and a 5.0 x 8 mmm nc trek balloon were inflated, but both devices failed to deflate. The devices were pierced with a guide wire and removed from the anatomy. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the procedure was performed on (B)(6) 2018, in a calcified, left anterior descending (lad) artery. The returned devices were not pierced but were stuck with the guide catheter and were removed with the guide catheter as a system. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled. Internal file number - (B)(4). Correction: an adverse event did not occur, date of event, event description, initial reporter, manufacturing site, type of reportable event. Evaluation summary: a visual inspection was performed on the returned device. The reported difficulty to remove was confirmed. The reported deflation issue could not be confirmed or tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue and difficult to remove. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.